Event description:
It was reported, that the patient presented in clinic, due to erosion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.